Event description:
Patient was implanted with a possible curved lcp plate on (B)(6) 2012. Approximately 4 weeks later, (B)(6) 2012, patient went to the ER at one am for pain, the plate was noted as broken. Patient returned to operating room on (B)(6) 2012, plate was removed. No further information is available at this time.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4): placeholder.